Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg during validation an unspecified number of tubes exhibited poor plasma (particles in the plasma) and gel issues (unusual appearance and clumps).

Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos and 1 video were provided for investigation. The photos/video were reviewed and the indicated failure mode for poor plasma was observed as particulate matter can be seen floating in the plasma. Gel smearing/abnormal gel could not be observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor plasma. This complaint is not confirmed for gel smearing/abnormal gel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.